Manufacturer narrative:
No device analysis results are available because the device was not returned for evaluation. Review of the device history record was not possible as the lot number is unknown.

Event description:
The patient reported exposed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.